Event description:
It was reported that a boston scientific device was implanted on either (B)(6) 2006 or (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. Additional information received from the physicians' office stated there were no reported complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Two hospitals were reported with this event: (B)(6). A second physician was reported with this event, with the same contact information as the first: (B)(6).